Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the hemostatic valve. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the inner valve and a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, a hemostatic valve leak was noted. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, a hemostatic valve leak was noted. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.